Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the weld between the hook and the scale of the depth gauge f/multiloc hum nail syst was broken. The broken fragment was returned for evaluation. No other issues were observed. A functional test was unable to be performed due to the post-manufacturing damage. However the assembly issues were able to be confirmed due to the observed damage on the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage the overall complaint was confirmed as the observed condition of the depth gauge f/multiloc hum nail syst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history review: part number: 03.019.017, lot number: 48p0630, manufacturing site: hägendorf, release to warehouse date: 04-june-2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for treating the proximal humerus. The product in question was used in another surgery on (B)(6) 2025. On (B)(6) 2025, the product in question was cleaned and sterilized for the surgery on (B)(6) 2025. After the cleaning was completed, the product's hook became detached from the base component. Since a replacement was not available, a drill bit was used as a substitute during surgery to take measurements. The surgery was completed successfully with no surgical delay. No further information is available.